Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a short circuit between the lead coils caused by a damaged distal insulation.

Event description:
It was reported that three days post implant, the lead exhibited high thresholds. There was no capture at 4.5 v. The device was explanted and replaced.